Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g302 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot g302 for the reported issue shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4).

Event description:
The customer called to report a centrifuge bowl leak/break during the treatment procedure. The customer stated the centrifuge bowl broke apart during the procedure and that approximately 1559 ml of whole blood had been processed. The customer aborted the procedure and did not return blood to the patient. The customer reported the patient was stable. The customer will not be returning the product for investigation.